Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that successful suture placement with two proglide devices via a 24fr venous sheath was performed in the moderately calcified right common femoral artery using the preclose technique prior to a mitraclip procedure. Reportedly, after the mitraclip procedure the knots of the successfully placed sutures were advanced, but hemostasis of the large hole was not achieved. An additional proglide device was used; however, hemostasis was not achieved. A cut-down was performed and the artery was sutured closed to achieve hemostasis there was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.